Manufacturer narrative:
(B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information. (B)(4).

Event description:
The customer reported obtaining a non-reproducible elevated troponin I (access accutni+3) result for one (1) patient involving the laboratory's access 2 immunoassay system (serial number (B)(4)). The customer reanalyzed patient sample one (1) additional time on the same access 2 immunoassay system, and obtained a lower result within the assay's normal reference range. The elevated access accutni+3 result was released from the laboratory. The patient, who had been due for discharged was hospitalized for one extra day due to the elevated access accutni+3 result. Medical records are unable to confirm that he got any infusion post false positive troponin. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The patient's sample was collected in a lithium heparin plasma tube and was centrifuged at 3,500 g (g force) for ten (10) minutes at room temperature. No issues with sample integrity were reported by the customer.